Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level went as high as 762 mg/dl. Troubleshooting for high blood glucose was performed. Customer refused to treat themselves with manual syringe and went to the hospital as a result of high blood glucose levels. Customer advised this was the second time they went to the hospital and they have run out of supplies.